Event description:
Home peritoneal dialysis pt noticed that her carpet was wet when she woke up from her completed treatment. Pt determined that the source of the fluid leak was due to the way she connected all the components. The connections were not secure so all the contents of the drain bags had leaked out.

Manufacturer narrative:
The cycler was not replaced and the pt continues to use it with no reported problems. There were no complications, infections or missed treatments as a result of this incident. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.